Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient could not charge their implantable neurostimulator (ins) over 50 percent. The ins had been implanted since 2013 and the patient only had the problem for about three weeks. The patient tried resetting the recharger, but that did not help. The recharger was replaced, but the patient was still not able to achieve more than 50% charge on the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was programmed to and 1-, 2+ at 3.6v, 60 usec, and 180 hz on the left side and 10+, 11- at 3.6v, 90 usec, and 180 hz on the right side for group b. Group a and c were programmed, but the patient used group b 100 percent of the time. Therapy impedances were measured and found to be within normal range. The ins was typically charged for 0.8 hours every day and was at 75 percent charged on (B)(6) 2017. The patient's indication for use is parkinson's disease. No further patient complications were anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8580, product type accessory.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the implantable neurostimulator (ins) was interrogated and data was captured, but the data could not be transferred through report link. Two clinician programmers were tried. The manufacturer representative planned to meet with the hcp the following week.